Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(6). D4: serial/ lot number - additional; h2: additional information; h4: device manufacturer date - additional.

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot were performed and failed due to receiver not powering on. An internal visual inspection was performed and failed due to moisture damage. Pictures were taken. The receiver log was not downloaded and reviewed due to the receiver not powering on after charging. Confirmation of the allegation was undetermined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D10: device available for evaluation - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation codes - additional.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.